Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported pump was not turning on, insert battery alert, battery failed alert, damage to the pump. The customer reported blood glucose value of 385 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, unomedical, unk_reservoir, unk_sensor. Troubleshooting was unable to perform due to customer declined it. It was unknown that the customer was using the pump for 48 hour before the reported event and it was unknown that the customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for damage and battery failed. Found the damage on battery tube side and it was affecting the pump functionality. No further patient complications were reported. No product return is required for unomedical, unk_reservoir, unk_sensor. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a blank display after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify sensor, failed battery, download difficulty, test high bg due to the blank display. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The blank display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: cracked/broken case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, and pillowing keypad overlay. Unable to verify sensor, failed battery, download difficulty, test high bg due to the blank display. Unit blank display due to moisture damage electronic assembly. Battery damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.